Event description:
It was reported that the customer had an unexpected restart on the insulin pump. Customer stated that she got a button error and thought a pump reset would resolve the problem. Customer cannot get to the alarm history because the alarm cannot be cleared. Customer was doing a lot of stuff outside and got hot. Customer stated that the pump was clipped to the front of the bra and was not sure if it was exposed to sweat or not. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump had no button response, due to corroded keypad traces. No button error alarm noted. Unable to test for unexpected restart alarm, due to no button response. Insulin pump had a cracked case on display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and a missing end cap sticker.